Event description:
While attempting a low anterior colon anastomosis, the eea stapler malfunctioned with the distal tip of the stapler becoming entrapped inside the patient. Removal of the entrapped portion of the stapler required additional dissection and manipulation of the colon.